Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and ams-elevate was implanted.

Manufacturer narrative:
It was reported that the patient underwent excision of anterior vaginal mesh on (B)(6) 2011 due to mesh exposure.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy, bilateral salphingo-oophorectomy, perineoplasty, cystoscopy, anterior and posterior repair.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that following insertion, the patient experienced extrusion, urinary/bowel problems, dyspareunia, and vaginal scarring. It was also reported that patient underwent mesh transobturator suburethral sling, cystoscopy, and excision and revision of mesh erosion on (B)(6) 2009 due to genuine sui, and hypermobile urethrovesical junction. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.